Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use; no evidence of an intermittent power issue was observed in the available black box data. During a visual inspection of the pump, the battery compartment was observed to be cracked in three places. The threads on the battery compartment and battery cap were also found to be damaged. During testing, the pump did exhibit an intermittent power issue with the returned battery cap fully secured. The battery cap was also difficult to detach from the pump. A test cap secured properly and was used to complete investigation. The pump was exercised for 24 hours with the test cap, and no power issues or related errors, alarms, or warnings were observed. The pump case was removed, and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the display screen appeared dim and discolored. (B)(4).